Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stable angina occurred and not unstable angina as previously reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) and unstable angina occurred. In (B)(6) 2016, clinical status assessment of the patient's qualifying condition as stable angina and silent ischemia. The patient was referred for cardiac catheterization. And index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 x 20 mm synergy ii everolimus-eluting platinum chromium coronary stent system. Post dilatation, the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. Of note, the patient was staged of the treatment of mid rca stenosis on a later date. In (B)(6) 2016, the patient complained of shortness of breath and chest pain. Coronary angiography was performed which revealed 60% isr of the previously placed study stent in the proximal portion of the rca and 90% stenosis of the mid rca. On the same day, the 60% isr of the previously placed stent in proximal portion was pre-dilated and treated with implantation of a 3.00mmx23mm non-bsc stent. Post-dilatation, the residual stenosis was 0% with timi 3 flow. Subsequently, the 90% stenosis of the mid rca was treated with pre-dilatation and implantation of a 2.5mmx23mm and 2.75mmx15mm non-bsc stents. Post-dilatation, the residual stenosis was 0% with timi 3 flow. On the same day, the patient was discharged on dual antiplatelet therapy.